Event description:
Pt was trapped between the footboard and netting. As a result, she could not breathe and started to turn blue. Pt also has gotten underneath the mattress. No medical attention sought. No permanent injury.